Event description:
The customer reported it was difficult to remove the leg extension. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The leg extension was replaced. The system was tested and found to be working as intended, and put back into service.